Event description:
It was reported that one wire that helps the pulse is not working. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.